Manufacturer narrative:
The evaluation of the event was performed by reviewing the device history records and performing a visual inspection of the returned screw. The investigation found wear of the anodization of the bevel of the screw which is consistent with insertion outside of the recommended trajectory. Based on a previous investigation for this issue, rcr was submitted in november 2005 to modify surgical technique to update the trajectory of screw placement. This event occurred after the release of the updated surgical technique. The investigation concluded the event is a result of failure to follow the surgical technique. This is the first event for this surgeon that has been reported. No further action is required. Monitoring of events of this nature indicates the previous action has been effective. Note: a report or other info submitted by a reporting entity under this part, and any relase by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Event description:
In 2007, a pt underwent revision surgery of the anterior cervical fusion due to the screw pulling through the locking ring of the plate as identified via x-ray. The surgeon replaced the hardware with another MFR's instrumentation without injury to the pt.